Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that a patient presented with foggy vision in both eyes one day post photo refractive keratectomy (prk) contoura treatment. The patient was noted as healing well, good tear film, and was instructed to continue postoperative regimen. The patient was seen at a five day postoperative visit and noted being nauseous due to blurry vision. The patient is to continue postoperative regimen and the bandage contact lens was removed. The patient will return at a later date for follow up. Additional information received states the patient was seen in follow up and noted vision is slowly improving with no pain or irritation. The patient will continue the current drop regimen for one week and then discontinue use. The patient was seen on month postoperative and noted eyes felt strained after stopping the eye drops so the patient was instructed to restart the use of the eye drops . There are two related reports for this patient. This report addresses the patient's right eye, and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received states the patients vision is stable.

Manufacturer narrative:
A review of the technical service onsite showed no abnormalities that could have contributed to this event: laser was successfully verified prior to the treatment. Review of the log file shows during the whole day the user performed 10 treatments successfully without any warning or error message. According to the treatment report the reported treatment could be linked to the last treatment and it was finished successfully without issue. No technical problem can be identified during log file review. No technical root cause could be identified as the product was found to be within specifications. (B)(4)